Event description:
Reportable based on the analysis completed on (B)(4) 2012. It was reported that during a coronary drug eluting stenting procedure difficulty advancing occurred. The physician was attempting to implant a 4.0x20mm ion stent in an unspecified lesion when it became hooked on the non-bsc guide catheter an never passed through the catheter. The device was removed and the procedure completed with another ion stent. There were no reported patient complications and the patient status is stable however, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was returned. The balloon was tightly folded, which indicates no sign of inflation pressure. The stent was centered between the markerbands. The distal end of the stent struts were bent. The tip was flared. Magnified inspection revealed no damage or irregularities that could have caused or contributed to the reported insertion difficulties or the stent and tip damage. The reported insertion difficulties could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).